Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to impaired wound healing. The physician performed a pocket revision due to poorly approximated wound edges. There were no additional adverse patient effects reported. This rv lead remains in service.